Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was instructed to charge the pump using a wall adapter. Customer¿s blood glucose value was 160 mg/dl. Customer declined tandem technical support to follow-up regarding the reported issue.